Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: heartrail ii 6f jr3.5, stent: xience alpine 3.0 x 23 mm. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion (diameter 3.0 mm x length 20 mm) located in the mid-right coronary artery (rca) that was non-tortuous, moderately calcified and 90% stenosed. After a xience alpine 3.0 x 23 mm stent was implanted without performing pre-dilatation, an nc traveler 3.0 x 15 mm balloon delivery catheter (bdc) was advanced to the target lesion for post-dilatation and crossed. During the second inflation, the balloon ruptured at 10 atmospheres after 20 seconds. The device was replaced with a non-abbott balloon catheter, which was dilated without any issue. The procedure was completed successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.